Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump began alarming and then had a blank screen with a black circle stating no power; the battery life also displayed no bars. The patient's blood glucose at the time of incident was 200 mg/dl. Troubleshooting was initiated for the off no power alarm. The customer did not receive a low battery alert prior to the off no power alarm. The battery was not previously used. The insulin pump was not dropped. There were no unattended alarms. The battery cap was not loose, cracked, or damaged. Additionally, the customer had a motor error alarm. The drive support cap appeared normal. The insulin pump was not exposed to an MRI or high magnetic field. The customer was unable to rewind since the act button was unresponsive. The customer did not recall any significant events leading to the keypad issues. The customer was advised to revert to a medically prescribed back-up plan. The insulin pump was returned and replaced.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify off no power without low battery and motor error alarm due to buttons not responding. The motor was tested outside of the device and passed. No moisture damage on the lcd board, mother board, interface board, radio frequency board, motor, vibrator and battery tube assembly during our visual inspection. The insulin pump had cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.